Event description:
It was reported that an ambulance transported customer to the emergency room and was subsequently admitted to the hospital¿s intensive care unit of the hospital due to diabetic ketoacidosis and a blood glucose (bg) level of above 600 mg/dl. Customer tried to address the elevated bg with a correction bolus via the pump. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly, the customer was using pump supplies beyond labeling. Cts informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Additionally, an auto-off alarm had occurred and the pump shut off unexpectedly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.